Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the alaris primary tubing came apart in the portion that fits into the pump.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination shows that the sample separated at the lower pumping segment. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for investigation. After the investigation, the root cause was determined to be an issue with the solvent dispenser. As a corrective measure, the tooling for the solvent dispenser was changed to correct the amount of solvent dispensed. A device history record review for model 2426-0007 lot numbers 25013183 and 25013184 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.